Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, mildly tortuous, 90-95% stenosed right coronary artery. Pre-dilatation was performed. Attempts were made to cross the lesion with a 2.75x28mm xience xpedition stent delivery system (sds), but resistance with the vessel was noted. No force was applied and the sds would not cross the lesion. The failure to cross the lesion was due to the patient anatomy and not due to interaction of devices. During removal, there was resistance felt due to the vessel. Another new 2.5x28 size xience xpedition was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.